Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the surgeon side console (ssc) eyes went out. The customer power cycled and hard cycled the effected ssc after the case, but the issue did not resolve. The technical support engineer (tse) reviewed the logs, but did not find any related errors. The site disconnected the effected ssc and continued with a different ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loss of vision in one of the ssc eyes, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the left eye was black on the ssc with a low voltage error pointing to the left (hrsv) monitor. The fse replaced the left hrsv monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv had no video in the left eye with a low voltage error. The probable root cause is attributed to the left hrsv monitor. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to loss of vision in one of the eyes. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.